Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.. A promus element plus,mr,ous 3.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and result was within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.